Event description:
Patient underwent cataract surgery in 2000, and implantation of a staar model aq-2010v intraocular lens. During lens insertion, the capsule tore, an anterior vitrectomy was performed and another lens was implanted. The pt's prognosis is good, post-op exam month and a half later visual acuity was 20/25.